Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on patient samples on the immulite instrument during a patient correlation between lot 319 and lot 322. The discordant results, which were obtained using lot 322, were not reported to the physician(s). The results from lot 319, which were correct, were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
The customer called the siemens technical solution center (tsc) to report the discordant results obtained for ipth samples using lot 322. The tsc specialist offered to dispatch a siemens field service engineer (fse) to the customer site. The customer declined service because their quality controls were within range for both lots 319 and 322. The cause of the discordant ipth results is unknown. Siemens is investigating this issue.